Event description:
A caregiver reported, a customer obtained the error message "scan again after 10 min". For (B)(6) hours or more when scanning the adc freestyle libre sensor. On (B)(6) 2021, the customer had experienced symptoms of hypoglycemia. And obtained a low glucose test from an unknown meter. The customer was provided glucose with vitamin c in powder mixed with water by the husband as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no damage observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug assembly, and no failure modes were observed. Sim vivo test was performed, and results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer obtained the error message "scan again after 10min" for 2 hours or more when scanning the adc freestyle libre sensor. On (B)(6) 2021, the customer had experienced symptoms of hypoglycemia and obtained a low glucose test from an unknown meter. The customer was provided glucose with vitamin c in powder mixed with water by the husband as treatment. There was no report of death or permanent injury associated with this event.